Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer alleged cosmetic damage/crack on the pump along battery side. The test p-cap locks properly in place in the reservoir compartment noted. Crack on the retainer ring during visual inspection noted. The following were noted during visual inspection: cracked retainer ring, scratched case, cracked keypad overlay and cracked case (battery tube). The pump passed the displacement test. In summary, the pump was received with a cracked retainer, cracked case (battery tube) and cracked keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.